Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that there was a hole in the hose in the middle section, and also near the muffler area (failed hose verification). It was further observed that the device was running below rotations per minute (rpms) specification and was power broken. During repair, it was determined that the vanes were worn out causing the device to run below rpm specification. It was determined that the issues were consistent with normal use. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the hose of the motor device had a hole in it. During in-house engineering evaluation, it was observed that the device was running below rotations per minute (rpms) specification and was power broken. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.